Event description:
On (B)(6) 2017, the lay user/patient¿s husband (reporter), contacted lifescan (lfs) USA, alleging that the patient's onetouch verio iq meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when medical surveillance specialist contacted the reporter by telephone. The reporter claimed that he is unsure when the alleged inaccuracy started, but that he first noticed it on sunday (B)(6), at 6.15 pm, alleging that his wife, prior to eating her dinner, obtained an inaccurate high blood glucose result of ¿5.9 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (novorapid 3 times per day prior to meals and levemir prior to bed), and the reporter stated that in response to the alleged inaccurate high result, the husband administered 4 units of insulin to his wife. The reporter stated that at 8.15 pm on (B)(6) 2017, the patient complained of ¿feeling unwell¿, developing symptoms of ¿sweating, confusion and her pupils were small¿. The husband reporter he tested her blood glucose and obtained a result of ¿5.9 mmol/l¿, he treated her with some lucozade and some biscuits. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, and the test strips had not been open longer than the discard date. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.